Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, it was noted that the atrial lead exhibited noise leading to oversensing and causing auto mode switch episodes; noise was not reproducible. It was also discovered that the lead exhibited low impedance. No programming changes were performed. The patient was in stable condition.